Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter displayed an unknown "error" message which advised to "contact customer service." The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 approximately 930am. The patient manages his diabetes with metformin pills (500 mg), novolog 70/30 insulin and lantus insulin (43 units at night). That same morning, the patient reportedly administered self 20 units novolog insulin which was an increased amount from his usual dose. About 5-10 minutes later, the patient claims he felt symptoms of dizziness and acid reflux. No additional treatment was specified. The patient denied testing on another device. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "dizziness and acid reflux" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because, the alleged power issue remained unresolved.